Event description:
The manufacturer received information alleging ventilation suddenly stopped. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and while the reported issue was unable to be confirmed, an error code concerning device rebooting was found in the event log. The device's main board was replaced to address the issue.